Manufacturer narrative:
The product involved in the alleged incident was not returned; therefore, retain samples were evaluated yielding results within specifications. To date, the complainant has fully recovered from her reactions to the cavicide.

Manufacturer narrative:
The complainant stated that the worker sought medical attention from a private physician who diagnosed her symptoms as an allergic reaction. The physician prescribed medication to treat the allergic reaction; however, the complainant did not know the name of the prescribed medication. An evaluation of the manufacturing records is currently in process and the results of the investigation, as well as follow-up information on the worker's current health condition, will be submitted in a follow-up report.

Event description:
Complainant alleged that while using cavicide to clean the office, a worker experienced burning, itching and swelling eyes which required a prescription medication for treatment.